Event description:
Patient reported she needs high effort to press the menu button on the infusion device. Patient stated the button is functional. Preliminary results show the menu button is function but takes high effort to press it. No further information available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.